Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot#:1012828 on needle clog. This is the 1st. Related complaint for needle clog on lot#:1012828. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (nano pro pen needle: needle clog) was captured and addressed. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 3 bd nano¿ 2nd gen pen needles were unable to prime. The following information was provided by the initial reporter: consumer reported found 3 pen needles clogged during the flow check.